Event description:
It has been reported to philips that, host pc would not boot up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not booting. Upon functional testing fse found that the host pc was defective. Fse replaced the host pc and uploaded the new license file. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.